Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Broken pogo pin.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd ( manufactrer) is submitting the report on behalf of heartsine technologies llc (importer) on visual inspection of the device it was noticed that -ve battery terminal pogo pin appeared sheared off. This would confirm the reported fault. The pogo pin was tested as part of the lower case final test procedure which would suggest the pibn became damaged after leaving hst.